Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and cracked retainer. Device passed rewind and self test however, device failed prime or seating due to damaged motor slide. Unable to perform displacement test, displacement accuracy test, basic occlusion test, force sensor test, and occlusion test or verify under and over delivery anomalies due to prime or seating anomaly. Pump error 63 alarm confirmed in the device history due to broken trace at pin at keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose with blood glucose level of 28 mmol/l and low blood glucose level of 2.9 mmol/l. The customer's current blood glucose was 14 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. The customer did experienced the symptoms such as weakness due to low blood glucose. The customer was treated by bolus with insulin pump for high blood glucose and treated with 7 to 8 boxes of juices for low blood glucose. Troubleshooting was done for high blood glucose and under delivery as well as low blood glucose and over delivery. Based on customer report customer does allege insulin pump was under delivering as they had given themselves more insulin as the insulin pump was recommended but it barely brought down the blood glucose level. Customer also allege insulin pump was over delivering as insulin pump was giving they too much insulin even though they were running a temp basal. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose. Customer stated displacement test was passed by insulin pump. Customer stated insulin exited at quick release. The insulin pump will be returned for analysis.